Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the power switch failure was related to the power switch design - the amount of operating force and the number of times in which force was applied to the power switch exceeded expectations.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. It was determined the power switch was damaged and the switch was identified as a previous version.

Event description:
A user facility reported to olympus that a "power button" issue was identified. There was no patient injury or harm, associated with the problem, reported to olympus.